Event description:
It was reported that during a routine pulse generator change out procedure, the device exhibited loss of output after being exposed to electrocautery. The patient's underlying rhythm was approximately 30 beats per minute. The device was explanted and replaced without further event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.